Event description:
It was too difficult to remove the endcap. It took an hour to remove it.

Manufacturer narrative:
The complaint is confirmed although the mutilated condition of the removed endcap and proximal end of the tibial nail does not allow for meaningful analysis and determination of root cause. Difficulty in removing the endcap from implanted nails is a recognized hazard. The risk management report ((B)(4)) and dfmea ((B)(4)) assign an occurrence rate of 6 (1/1000 to 1/100) for this event. As stated in (B)(4), removal difficulties arise due to cross threading from insertion or difficulty clearing the hex from bone growth. The trend of reported removal difficulties has remained fairly constant since product release in 2006. There is no evidence of a systematic manufacturing related root cause. It is noted that there have been no prior complaints for the lot number of the specific endcap returned, djnb6g and 8 different lot numbers have been involved in the 13 reported complaints where the lot number is identified. (B)(4), the manufacturing facility, stated, the lot history records were reviewed for completeness during the release process to inventory. At the time of release for distribution no discrepancies were noted for the products being accepted. The trend is indicative of a consistent residual risk of non-removal. The assumption must be that the root cause is either entrapped biological material or that the endcap is crossthreaded in the nail. No corrective action is indicated at this time. The complaint trend is steady. Complaints will continue to be monitored. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.